Event description:
The dealer reported that the pt was allegedly found sitting on the floor with the bar from the side rails under their chin and across their neck. This incident resulted in death of pt.